Manufacturer narrative:
Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
Implant date is an approximation based on patient's memory that it occured some 7 years ago.

Event description:
It was reported that patient underwent revision surgery due to periprosthetic fracture. The surgeon's first choice was a cable because of the patients age. Stem was noticed to be loose because of the fracture.

Manufacturer narrative:
Corrections based on additional information received.

Manufacturer narrative:
Correction based on new data received.